Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed; the patient will continue to be monitored. The patient was stable before, during, and after the follow up.